Event description:
Customer reported a threshold suspend alert. She also stated her sensor glucose and blood glucose readings were off. Her sensor glucose reading was 46 mg/dl and her blood glucose reading was in the 200s mg/dl. Customer's most recent blood glucose was 224 mg/dl. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.